Event description:
On (B)(6) 2012 a vns treating physician's assistant reported that the vns patient is having her device removed due to lack of efficacy and because the generator caused her pain. No further information regarding the pain and lack of efficacy can be obtained as the physicians' office will not provide any further information due to hipaa regulations. The patient had her generator and leads explanted on (B)(6), 2012. The lead and generator were discarded by the hospital and therefore could not be returned to the manufacturer for product analysis.